Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were stretched. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and patient was stable.